Event description:
It was reported that the ilet bionic pancreas sleep/wake button was intermittently unresponsive about once per week, preventing the user from waking the screen to perform a supply change until the device was placed on the charger and subsequently cleaned with alcohol wipes, after which normal button and screen responsiveness returned. Symptoms included no adverse physiological effects. Outcomes included no impact on blood glucose control and no medical intervention. Investigation included customer interview, troubleshooting, and device cleaning guidance. Investigation of this case revealed that the device functioned as expected after cleaning and could not be further evaluated in the field. It was concluded that the event was non-serious, involved an intermittent user interface issue, and was resolved through cleaning and standard troubleshooting without clinical consequence.